Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipetter assembly. The fse replaced a tip clamp and cleaned all tip clamps, plunger clamps, and sleeves. The x-arm alignment was checked and confirmed correct. The instrument was inspected, tested without further problem, and returned to service.